Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter, other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 24-feb-2014, (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 18-apr-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (20 mg/ml, 3.5 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that therapy was good. When aspirating the catheter, they didn't get anything back, so the doctor replaced most of the catheter - all but 11 cm. The product was discarded by the customer and would not be returned. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was resolved. The patient status was 'alive - no injury.' The patient¿s concomitant medications included 'baclophen.' No further complications were reported.

Manufacturer narrative:
Correction: 'product problem' should have been selected in addition to 'adverse event' in the original report. If information is provided in the future, a supplemental report will be issued.